Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the insulin pumped states.

Event description:
Information received by medtronic indicated that the insulin pump had unable to exist the load reservoir. Customer stated that the load procedure does not complete properly with insulin pump indicating that piston has reached the reservoir when it has not and when they gets to fill tubing, the insulin pump displays max fill. Customer stated that the insulin is squirting out during fill tubing process. Customer stated that they are unable to exist the load reservoir process. Customer stated that they did not receive complete status with next highlighted on the screen. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.